Event description:
The reporter indicated that for approximately one week, the pt has experienced an increase in seizures. No adverse events were reported. Investigation to date has been unable to determine whether the seizure increase was an increase above previous efficacy with the vns therapy or an increase above pre-vns baseline frequency.